Event description:
There was an allegation of a questionable low amh elecsys result for one patient sample from the cobas e411 disk analyzer. The initial result from the primary sample tube was 0.251 ng/ml and the repeat result in a sample cup was 4.27 ng/ml. Another sample taken from the patient was tested and the result was 4.22 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 531774 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable. Therefore a general reagent issue could be excluded. The analyzer alarm trace showed no errors.